Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's pump was explanted due to infection in the leg. The infection was treated and cleared in two weeks. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.